Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in 7bag 420cas jp was damaged before use. The following was reported by the initial reporter: "the customer reports about separation of the needle pe from the barrel. (B)(4) 2020, bdj received 1 defect sample and a customers¿ memo. Customer's memo said ¿when the customer pull out the needle from an ampoule, the needle was broken¿. Bdj confirmed that the needle of returned sample was broken."